Event description:
The defibrillator charged and delivered energy to the pt. Reportedly, with the next defibrillation attempt, the defibrillator would not discharge. The pt was not resuscitated. The rptr stated the reported discrepancy did not adversely affect pt outcome, due to a lack of patient viability.